Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side which starts at the left belt clip rail, missing display window cover, cracked middle (enter) keypad button. The pump was received without a battery cap. After battery installation, a blank display was noted. The case was cut open. After visual inspection, there is a crack, however, at the bottom of the plastic which houses the battery compartment. The copper sleeve within the battery compartment got pushed downwards, and as a result, the battery cap terminal did not make contact with the battery sleeve. The battery compartment was then pushed up back into position. The pump then booted up normally. The software version was then able to be obtained. The pump passed the displacement test. In summary, the customer¿s report of a crack in the case was confirmed during testing. The blank display is due to the lack of contact between the battery cap contacts and the battery sleeve. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump was bumped and had a crack. Troubleshooting was performed. The customer confirmed that there was no out-of-box damage and no damage to retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the insulin pump, and the device was returned for analysis.